Manufacturer narrative:
A patient that experienced a cerebrospinal fluid (csf) leak during implantation was reported to abbott. The device remains implanted and is providing therapy; as such, it was not returned for evaluation. The device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue. The event information pertaining to this incident has been reviewed and based on the information received, the extent to which surgical technique contributed to the csf leak cannot be ascertained nor can the cause of the reported incident be conclusively determined.

Event description:
It was reported that during an implant procedure on (B)(6) 2025 the patient experience a cerebrospinal fluid (csf) leakage. As such, the patient experienced headache. Patient was hospitalized and advised to rest to address the csf leakage. The patient has now been discharged from the hospital.